Event description:
Dr (B)(6) performed an abdominoplasty procedure using a quill 3-0 pdo knotless tissue-closure device. Post operatively, the pt returned with a granulomas and inflammation along the incision line. The pt required an add'l procedure to debride the incision.

Manufacturer narrative:
No samples were available for eval. Therefore, no testing can be performed. The item and lot code info was not provided. Therefore, the expiration dates and mfg dates are unk. Method: the device was not available for eval. No product eval can be performed. Results/conclusion: the device was not returned for eval. No product eval can be performed. Without the finished good item/lot number, relevant portions of the device history records could not be reviewed. It is uncertain if the quill knotless tissue-closure device attributed to this event. A definitive conclusion cannot be drawn at this time. (B)(4). Item # unk. Quill knotless tissue-closure device, pdo, lot unk.